Manufacturer narrative:
Novatech sa has only the copy of the letter of dr as info concerning this event. At 01/29/07 novatech sa does not know yet which prosthesis is concerned in this medical report; novatech sa will submit follow-up reports when additional data will be available. However, novatech sa traced all the batches of prosthesis sold to the henry ford hosp in 2006 and inspected the manufacturing data: no abnormality was observed. Furthermore, we did not receive any other complaint concerning these batches.